Manufacturer narrative:
.

Event description:
Procedure type: unk. According to the reporter: pediport malfunction (came apart) with metal blade detaching from obturator, however, it remained within the port. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.